Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming using a prismaflex m100 set c, "a large number of air bubbles" were found in the intravenous chamber. Upon purging the air bubbles, a "ruptured tubing wall" was discovered. The user replaced the set with a new supply. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: during follow up, it was clarified that there was external fluid leakage. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a crack on the deaeration chamber and white marks on both sides of the chamber. The cause of the leak was due to the crack. The reported condition was verified. The cause of the damage could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.